Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0267258. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a catheter that separated from the hub. The following information was provided by the initial reporter: during the treatment of intravenous puncture with indwelling needle, after the puncture was successful, the cannula was distorted and fractured when the needle was withdrawn and the cannula was pushed, which aggravated the pain of the patient's blood vessels. After reassuring the patient, a new indwelling needle was replaced immediately, and the re-puncture was successful.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a catheter that separated from the hub. The following information was provided by the initial reporter: during the treatment of intravenous puncture with indwelling needle, after the puncture was successful, the cannula was distorted and fractured when the needle was withdrawn and the cannula was pushed, which aggravated the pain of the patient's blood vessels. After reassuring the patient, a new indwelling needle was replaced immediately, and the re-puncture was successful.